Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Five years or more have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, it is surmised that the reported phenomenon was attributed to failure in the image transmission due to wear of connector lock mechanism and/or electrical contacts of the subject device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was not displayed occasionally. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. Olympus china (osh) checked the subject device and found that the endoscopic image was not displayed on the monitor and the color bar was displayed due to the failure of the video connector socket.